Event description:
Prior to the heart transplant the patient had a pulmonary issue and was experiencing low flows. This was not related to the device, but the patient's status. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists potential adverse events that may be associated with the use of heartmate 3 lvas. The heartmate 3 patient handbook is also currently available. Both the IFU and patient handbook explain all system alarms and the recommended actions associated with them. A direct correlation between the device and the reported events could not be conclusively established through this evaluation. The device was not returned for investigation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was transplanted.